Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report is related to the valve used in the case. Please reference related manufacturer report no: 2015691-2018-00720. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the delivery system balloon burst during valve deployment and the valve was not fully expanded, resulting in embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), a 26mm sapien 3 valve was correctly positioned on the balloon and crossed the native annulus. However, the pusher was not withdrawn up to the central marker during inflation. The balloon did not inflate properly and the balloon burst. The valve was not fully expanded and embolized into the left ventricle after a few minutes. The patient was taken to the operation room. The patient¿s native annulus measured 530mm2. The native annulus had no calcification and the native leaflets were mildly calcified.